Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm every time the insulin had run out. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.